Event description:
It was reported that during a da vinci s prostatectomy procedure the account experienced vision loss in the right eye. The system switched from 3-d to 2-d vision and would not switch back. The site aborted the procedure after pt port incisions were made and the pt had been under anesthesia for approx 2 hours. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the vision loss experienced by the customer was associated with a bad vision cable connection. The vision cable was reseated and the system was confirmed to work within specification. As of 2008, there have been no reported recurrences of the issue at this hospital.